Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that the device delivered less medication than intended. The device was returned to the IV department with an unsigned note that stated, "the pump wasn't' delivering as much as it should and some of the bag was leftover." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, the device delivered less than expected. Though requested, no additional information was provided.